Event description:
It was reported that low audio output occurred. The patient stated that the urgent low alert had an extremely low and weak volume and did not repeat as expected. He stated that had a seizure and was foaming at the mouth. His wife administered nasal glucagon. The fire department came and took him to the emergency room (ER). No blood glucose values, cgm values, or information about any further treatment were provided. He initially thought that the event was caused by him having taken one or two extra units of insulin. However, he later discovered that his wife who was sleeping next to him also did not hear the alert even though his glucose level was low for over an hour. On a later occasion he heard the alert go off very faintly, so he thinks this may have been what occurred in the seizure event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5111675. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.